Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported error at startup. The tse powered down the system and replaced the master tool manipulator (mtm) remote arm control (rac). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The rac was returned for failure analysis, and the reported error was replicated. A review of system logs found error indicating the failure occurred in the field. A visual inspection revealed no related issues. The rac was installed onto the golden system, upon the power on, the system failed with an error. The complaint was confirmed based on failure analysis. Failure analysis concluded that remote center of motion (rcm) was the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system had non-recoverable error at startup, and the error was persisting after rebooting the system. The technical support engineer (tse) confirmed the errors were reported by both hand control armnets on the surgeon side console (ssc). The customer performed a hard reboot and an emergency power off (epo) on the ssc with no change. The customer advised that the surgeon was converting the case to laparoscopic surgery. No known impact or patient consequence was reported.